Event description:
A non health care professional reported after the intraocular lens (iol) implantation the patient had experienced blurry vision hence the lens was explanted in a secondary procedure for a replacement lens. The clinical reason for the explant was refractive error. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).